Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, patient experienced cardiac chest pain and target vessel re-occlusion. The subject presented with discomfort in the right upper chest which radiated to right shoulder and down to right arm; cardiac enzymes were drawn and was abnormal. Subject was diagnosed with non st elevation myocardial infarction (killip classification: the 3.5 x 25 mm, 100% stenosed target lesion was located in the mid left anterior descending (lad) artery, the lesion was pre-dilated and the 3.5 x 32 mm taxus liberte stent was implanted, post-dilation resulted in 0% residual stenosis. In (B)(6) 2012, patient was hospitalized due to worsening chest pain. The ostium of the lad was totally occluded. Patient underwent pci but the treatment was aborted as multiple wires used were unable to advance through the ostium of the lad; hence the patient underwent coronary artery bypass graft surgery, lima to lad, svg to pd and pl. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).